Event description:
The pt was in a car accident and had been receiving transcutaneous electrical nerve stimulation therapy for lower back pain. She experienced nausea following the therapy and couldn't eat as a result. She was getting partial therapy relief. The device was last reprogrammed (B) (6) 2010. Therapy impedance was 456 ohms measured at 2.3v. The pt's setting was at 9.0v and had been increasing over time at the programming sessions. She usually felt better after the programming, but then would have a gradual, partial return of symptoms. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).